Event description:
It was reported that an arteriotomy closure of a heavily calcified and scarred common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, the foot would not retract (park) after deploying the suture. The physician performed a cut-down around the device and was able to insert a guide wire to maintain vessel access. The device was able to be removed and it was not reported if the foot remained open or was able to be closed prior to removal but no vessel damage occurred. Hemostasis was achieved using an unknown size sheath and manual arterial compression. There was no reported adverse patient sequelae. A clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) . It was reported that heavy calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial to the initial medwatch report the following additional information was received: reportedly, to aid in the removal of the proglide device from the arteriotomy, the guide was cut during the cut-down. Also, the foot plate did retract after the suture was cut. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue after deploying the suture could not be replicated in a testing environment due to the returned condition of the device. The reported difficulty removing the device could not be replicated in a testing environment and was not confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for foot retraction issues reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.